Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2018. It was found that the right atrial lead had dislodged. The lead was explanted and replaced. The patient was stable before, during, and after.

Manufacturer narrative:
Analysis was normal. No anomalies were found.